Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 07/15/2016 stating that lv pacing lead impedance is going up. Patient called reporting of hearing some beeping. On (B)(6) was 2693 ohms and alert for left ventricular pacing lead impedance out of range. Lv intrinsic amplitude high variation, no clear trend. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).